Event description:
In 2012, this patient was implanted a valiant device to treat a descending aortic aneurysm. On (B)(6) 2017, the patient underwent endovascular treatment of the pre-existing stent graft (valiant) migration using two conformable gore® tag® thoracic endoprostheses (ctag). On an unknown date in 2021, it was observed that the distal side of ctag that was placed distally had migrated proximally resulting in a distal type I endoleak. Reportedly, the cause of ctag migration was unknown. On (B)(6) 2021, a reintervention to place an additional stent graft to treat the migration. The endoleak was resolved. The patient tolerated the procedure.